Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle fell off from the patient's arm on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-may-2025. Investigation summary : bd received 10 unopened samples for investigation. The returned samples and our retained samples of 50 sets of the lot concerned were checked visually, and no abnormalities such as bending or blade polishing configuration defects on the butterfly needles were found. Additionally, the length and outside diameter of the butterfly needles were measured on the returned samples of 10 sets and retained samples of 8 sets and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation- needle falls out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle fell off from the patient's arm on unspecified number of devices. There was no health impact or consequence reported.